Event description:
This notification is being reviewed due to a user of dreamstation auto CPAP device with allegations of the device ran out of water, had a funny smell, a burning smell, vibrating noise, burnt plastic odor, heater plate is getting warm, and device is smoking. The device was return to manufacturer product investigation laboratory (pil) for service. Pil was not able to confirm the complaint, or address the symptoms specified. Performed a visual inspection using a known good power supply and power cord, pil confirmed the device powers on and provides airflow. A dust-like contaminant was observed on the top enclosure, front panel, rear panel, iso port, bottom enclosure, blower, and blower box.